Event description:
(B)(6), 2014 customer tested approximately 100 specimens for various immunos assays on the tosoh aia-2000. It was noted that many of the vitamin d specimens had results <4.0 ng/ml. Three specimens repeated and results were normal. All qc within range. Pretreatment opened (B)(6), 2014. Run was not verified and no results were sent out. (B)(6), 2014 vitamin d was recalibrated and the same pretreatment was used. Six specimens had vitamin d results that were <4.0 ng/ml and the results were sent. (B)(6), 2014 tosoh bioscience, inc. Notified of erroneous vitamin d results that had been reported by the customer. (B)(6), 2014 six specimens reported as <4.0 ng/ml on (B)(6), 2014 were repeated, results were normal, and corrected reports were issued. Root cause: pretreatment used beyond stated room temperature stability time frame.